Event description:
It was reported that in preparation for a coronary artery drug eluting stenting treatment procedure, stent damage was noticed. The physician was in the process of unpacking a taxus liberte 3.50x32.0mm drug eluting stent when he noticed the middle portion of the stent was not fully mounted onto the stent delivery system (sds). The physician prepared another of the same stent and successfully completed the procedure. There were no pt complications. This is only ous approved but it is simlar to a marketed us device.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.